Event description:
It was reported that IV fluids were administered to this (b))(6) female patient. It was noted on original insertion in the right subclavian on (B)(6) 2012, that one lumen was difficult to flush. On (B)(6) 2012, a leak was found and the dressing was changed. However, 30 minutes later, the leak was still occurring and at that time, the doctor ordered a cxr stat, and okayed a second dressing change. The morning of (B)(6) 2012, the dressing was again changed due to wetness at the site, and at 10:45 that same morning, the fluids were discontinued because of the continuous leak from the catheter. IV access was ordered and the cvc was removed at 3:30 that day.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.